Event description:
It was reported that this inflatable penile prosthesis (ipp) would not inflate a month after the implant procedure. A hole was identified in the right cylinder resulting in fluid loss. The ipp was replaced and there were no patient complications reported.